Manufacturer narrative:
Occupation - the occupation is lay user/patient.

Event description:
The initial reporter stated that the screen of the coaguchek xs meter serial number (B)(4) had a spider web appearance underneath the display. The initial reporter stated that not all segments in the result field of the display were visible. When the meter was last used on (B)(6) 2019, the display was able to be seen clearly, with all segments in the result field being visible. No adverse events were alleged to have occurred. The product was requested for investigation.

Manufacturer narrative:
The customer's meter was received for investigation. Display is broken due to mishandling causing cracks in the screen and black segments the root cause is determined to be mishandling by the customer.